Manufacturer narrative:
The actual device was not available; however, a video and a photograph of the sample were provided for evaluation. Visual inspection of the provided video shows the product during treatment. Fluid dripping between the header and housing is visible; however, the video is out of focus, and the filter and the dripping are blurry. The reported condition was verified. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 14l had an external fluid leak at the cap during use. There was no patient injury or medical intervention associated with this event. No additional information is available.